Event description:
Dear (B)(6), user reported that "loss of peep" alarm appear with unknown reason. The patient was ventilated from (B)(6) to (B)(6), and it was found that the alarms were generated very frequently. On (B)(6) (night and midnight), the alarm became most frequent. During this time, the patient is ventilated by asv mode. The hamilton-g5 was replaced by another g5 after being suspected of malfunction. After replacement, the situation improves. We discussed with the users, and they did not feel that the patient is having asynchrony with the ventilator. For example, during (B)(6) mid-night, our user commented that the patient is breathing normally (sleeping). Currently, the ventilator is on hold from circulation and our user would like to have our feedback. Do you have any opinion or thoughts regarding the case? Thank you very much. Best regards. (B)(6).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be contamination on the expiratory valve pin. In consequence (correction) the bio-med cleaned the pin, tested the ventilator, and returned it to service. There was no patient or user harm. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.